Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. Over the period of two days four samples were collected from the patient and tested for accu tni. Results obtained were within the risk stratification range and above the ami cut-off for one sample. The results were reported out of the lab. The customer did not report affect to patient or user attributed or connected to this event.

Manufacturer narrative:
Samples are collected in plastic bd lithium heparin tubes with gel and centrifuged for 5 minutes. Customer stated no errors were posted to the event log except communication errors. A field service engineer (fse) was dispatched: the fse reviewed qc, calibration, and system check results. The fse instructed the customer to re-spin and repeat the patient sample supernatant and results recovered within specifications with good precision. Beckman coulter discussed the event with the customer on (B)(4) 2009. The customer has implemented a repeat policy in the laboratory on high accu tni patient results and also ran accu tni patient samples for a correlation study over three days and obtained good results. Although sample handling may have contributed to this event, a definitive root cause has not been determined. A malfunction will be assumed for the purpose of this report.